Event description:
Device malfunction: entanglement with filter. Symptoms/ae: none. Time of malfunction: during procedure. It was reported that, the acculink stent became entangled with an emboshield epd during a lica stenting procedure. Angiogram showed high-grade lica stenosis to 85% with moderate-heavy calcification at the bifurcation of the ica. The leca was totally occluded. Although there was concern about the calcification, the physician proceeded with the stenting procedure. The epd was advanced with difficulty and resistance through the calcified lesion and inserted in the target site. After pre-dilatation the lesion was 75% stenosed. During stent advancement, the acculink could not be advanced through the calcified segment and there was difficulty maintaining the position of the filter while pushing the stent. The filter moved proximally and the distal tip of the sds seemed to have apposed to the proximal marker of the epd. In spite of multiple manipulations, including advancing the sheath, the physician was unable to separate the filter and stent system. The expanded filter and undeployed stent system were withdrawn through the lesion proximally into the shuttle sheath, and the stent and filter were withdrawn from the body. The filter and stent were noted to have apposed tightly to each other and the filter was intact. The lesion was then dilated and an xact stent was advanced but was unable to cross the lesion despite several attempts. The procedure was abandoned and all products were removed from the body. The pt remained asymptomatic without any neurological deficits throughout the procedure and was discharged from the cath lab in stable condition. Angiography of the ica showed diffuse, severe spasm of the mid-distal ica that resolved after nitroglycerin was administered. The pt's blood pressure dropped transiently to 85 mmhg and was treated with neo-synephrine.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.